Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated, and the reported device damaged by another (caused damage) appears to be a result of user technique/procedural circumstances. A definitive cause for the reported physical resistance with the anatomy could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (cds 61121u129) is filed under a separate medwatch report number.

Event description:
This is filed to report the damage caused to a previously implanted mitraclip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1-2. On (B)(6) 2017, the patient presented with shortness of breath, edema in the legs and continued heart failure immediately after lifting 100lbs. It was found that one of the clips (61121u129) appeared to have detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr was 4.on (B)(6) 2017, a second procedure was performed for treatment. One clip was implanted to stabilize the slda clip, reducing the mr to 3-4. A second clip delivery system (cds 70621u104) was advanced to further reduce the mr. After grasping, it was determined that the mr would not be reduced with this clip; therefore, the cds would be removed and the clip would not be implanted. When retracting the cds, the clip became caught on the chordae. Standard troubleshooting was performed, and the clip was freed; however, it then came in contact with the slda clip and the slda clip detached from the anterior leaflet and embolized to the left atrium. The cds and sgc was removed, and the clip moved to the right atrium. A snare was used to retrieve the clip from the anatomy. The patient currently has 2 clips on the mitral valve and will be treated with valve replacement. No additional information was provided.